Manufacturer narrative:
Information indicates this lead will not be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient underwent an implantable cardioverter defibrillator (ICD) system extraction procedure at the patients request. This right ventricular (rv) lead was noted to be adhered to the lateral wall of the superior vena cava (svc) and the lead extraction attempt resulted in a large tear in the svc. The svc tear was not repairable, despite the attempt made by the cardio thoracic surgical team. The patient passed away during the procedure.